Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work at all since it was opened. Therefore, the surgeon used an alternative same product to complete the surgery. Photos indicate there was battery leakage that led to corrosion. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded under (B)(4). Review of the device history record for 00515047501, lot number z000006305, identified no relevant deviations or anomalies. Product examination found that there was leakage of the batteries inside the battery pack. This caused corrosion of the battery contacts which caused the unit to fail. This complaint is confirmed. The root cause of the reported event is that there was a battery leak inside the battery pack. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.